Event description:
It was reported, set screwdriver would not engage the screw and hold the set screw for the screwdriver. Was able to get screw in nail without issue, but needs to replace with a screwdriver that will hold the screw.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.